Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Aith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's mother sent an email stating patient noticed a small tear in the outer sheath of driveline about 3-4 inches from driveline exit site (dles), most likely due to wear and tear. The family did have some rescue tape at home from the site, so area was secured. No alarms reported. It was suggested to patient to go to clinic in the coming weeks to evaluate driveline and perform a repair if needed. A visit was scheduled for (B)(6) 2018. Device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
#Hw27254 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed two areas of "cracking" to the outer sheath: one, 3 inches from the sterile dressing and one at 4 inches from the controller connector. Silicone lumen and wires intact. A driveline sheath repair was performed to mitigate the conditions reported. Review of log files was not performed since log files covering the event date were not provided for analysis. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline damage may be attributed to factorssuch as normal wear over time, improper handling. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient¿s driveline sheath was repaired per protocol on (B)(6) 2018. The driveline cover was easily able to slide over the repaired area with no issues. Patient and coordinator have been instructed on maintenance of the driveline and repaired area. All questions were addressed finishing the repair.